Event description:
The customer reported that the system locked up during acquisition of vascular cine imaging. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was identified as a probable root cause. However, no conclusion can be drawn as repair info is unavailable and no additional service info was provided.